Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported leak (air bubble in the guide). There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a leak. It was reported that during preparation of a steerable guide catheter (sgc), an air bubble was noticed. Therefore, the sgc was not used. The procedure was discontinued. No additional information was provided.